Manufacturer narrative:
Product analysis summary: kinks were evident on the hypotube, transition shaft and distal shaft. A guidewire was loaded in the device. Approx. 118 cm of the guidewire was exposed. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident from the 15th to the 18th distal stent wraps with struts bunched. Deformation was evident to the distal tip. The distal shaft and the inner member were bunched. Stretching was evident to the exchange joint. The od of the exposed section of the guidewire was measured and confirmed to be 0.014 inch. It was not possible to remove the guidewire due to the bunching of the inner member. The distal shaft was cut longitudinally immediately distal to the exchange joint and was again cut 6.5 cm distal to the detached section. This section was removed from the guidewire with restriction noted. The remaining section was then removed from the guidewire with restriction noted. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to bunching of the inner member. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion located in the distal right coronary artery (rca). It was reported that stent deformation occurred in vivo during positioning / advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.